Manufacturer narrative:
Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The damage was observed on ceramic apollo rf 90 mp and electrode was observed attached to the distal end of the probe. The most likely cause for the chipping of the ceramic tip's edges is the use error of the device for prying or levering against hard bone or other instruments. Per dfu-0242-eo rev 0 section f - warnings - 8. Do not contact metal objects while the rf probe is activated, as this may cause damage to the rf probe. 14. Excessive wear of the rf probe tip may result from vigorous use against bony tissue.

Event description:
It was reported that during a hip arthroscopy the head of the device burst off and could not be retrieved from the patient. The broken off part remained inside the patient. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.